Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, it was communicated via e-mail that the pieces were recovered by hand. The procedure was completed using a back-up device. No patient injuries were reported due to the breakage or delay. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A visual inspection confirmed the threaded tip of the r3 offset impactor is broken off and has not been returned. The device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Case: (B)(4).

Event description:
It was reported that, during thr surgery the r3 offset impactor tip broke off in the cup inside of the patient. All pieces were recovered by hand. No harm to patient or staff. There was a less than or 30 min delay in the procedure because of the broken instrument. The procedure was completed by using a smith and nephew back up device.